Manufacturer narrative:
No bends or kinks in the soft cannula were observed. No issues were found that would indicate the pod was not delivering insulin. There was no evidence that the cannula had become dislodged, but this could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl while wearing the pod worn between 4 and 24 hours. When the pod's cannula dislodged from the insertion site(abdomen) was reported to be bent. The device was returned and investigation determined that there was no bents/kinks found in the cannula. However, since it was reported dislodged, it was deemed still reportable. As treatment, patient drank water and gave a shot of insulin. (B)(6).